Manufacturer narrative:
Event date updated to (B)(6) 2018 and not (B)(6) 2018 as previously reported. The patient has a medical history of obesity. The patient was treated with medication. Cec assessed the mi as a non q wave mi (vessel unknown) mdt extended historical spontaneous. No scai event. Cec also assessed stent thrombosis as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lot number of devices implanted during index procedure was provided. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx des were implanted in the lad, rpda and rca. Approximately 11 months post index procedure, the patient was admitted with a diagnosis of nstemi for evaluation. Ctn value was normal. Diagnostic angiography was done one day later and patient was discharged after medical therapy.